Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the pin measuring 20.6 cm was returned. Final analysis found an external insulation abrasion at 9.8-10.0 cm from the pin consistent with lead friction to the device can. The outer coil was exposed at this location. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.